Event description:
It was reported that when using the bd pyxis¿ es server all the servers were offline. Customer mentioned that there had been power or network outages on the server.however, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the servers were offline. A technical support specialist confirmed that there was a power failure at the site caused multiple servers to remain down for an extended period. The hospital information technology (hit) team was actively working on restoring the servers, and network-related issues persisted, including inability to access the server at internet protocol address given, remote access to server was unavailable as it was not connected to the network, coordinated with the information technology team throughout the restoration process. Subsequently, the issue was resolved, and the dell server was brought back online. Verified that the stations resumed communication with server and confirmed in the carefusion coordination engine (cce) tracing logs that messages were flowing from cerner to carefusion coordination engine (cce) and server in real time. No further issues were observed. The system functioned as intended after the hospital information technology team troubleshot the device.